Event description:
It was reported that the patient¿s blood glucose level rose to 570 mg/dl for an undisclosed time wearing the pod. On (B)(6) 2025, the patient fell off the bed and fainted. With the use of cold water and slapping the patient¿s cheeks, they did not come to. The patient was unconscious, arching backwards, and gibberish. The patient¿s mother called 911 and the patient was taken by ambulance to the hospital. The patient was placed on oxygen, was experiencing severe diabetic ketoacidosis, and bicarb was at 7.8. The co2 increased intracranial pressure causing their eyeballs to bulge, and they were severely dehydrated with raised white cells. The patient was admitted to the pediatric intensive care unit and was treated with oxygen, an intravenous insulin drip, and dextrose. The pod was removed from their abdomen, and the cannula was found to be bent. The date of discharge was not provided.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause for the reported issue of the bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.